Event description:
During procedure with the rotablator device, physician successfully ablated the "om". While dynagliding out or upon removal of the device, the pt became unstable. The pt experienced a drop in pressure. Several attempts were made to try and stabilize the pt. An angiogram revealed the main branch of the circumflex was completely closed down. The pt was a dnr and subsequently died. Pt "ID-mc".